Event description:
After the intracoil was positioned into the sfa, the distal and proximal part were successfully deployed, the middle part of proximal failed to deploy. After 5 mins, tried retrieval with the delivery catheter, and the intracoil was stuck in the catheter, the physician advanced the catheter 0.5cm, and anticlockwise revolved the delivery catheter for retrieval, but the retrieval caused the intracoil to move. After retrieval of the delivery catheter, the middle part wasn't completely deployed (expanded), finally balloon inflation used to end procedure. The next day thrombus was found and a thrombolysis will be performed. Hematuria was found, however the next day patient recovered.